Manufacturer narrative:
Result: the catheter shaft is pinched approximately 32.0 cm from the hub. This pinch is approximately 7.5 cm long. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the tip of the 4max catheter was bent when it was removed from the package. It also states that it was unclear whether the tip was already bent, or if it was bent by the tech or doctor during the removal from the package during preparation for use. Evaluation of the returned product revealed that the catheter shaft was pinched along a length of approximately 7.5 cm approximately 32.0 cm from the hub. The cause of the observed damage is unknown and does not appear to be related to the description of the complaint however, this type of damage is usually the result of improper handling of the device during preparation for use. There were no kinks in the distal tip of the catheter. Additional information submitted to the manufacturer on (B)(4) 2014 indicated that the tip of the catheter was bent when removed from the package. It was unclear whether the tip was already bent, or if it was bent by the tech or doctor during preparation for the procedure. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter. During the procedure, the physician was unable to deploy properly. No further information was provided to the manufacturer.

Manufacturer narrative:
The device has been returned and the investigation results are pending. The manufacturer is also attempting to acquire additional information regarding the details of the event. A follow up MDR will be submitted upon completion of the device investigation.